Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot test was performed and passed. Functional test was performed and passed. Open receiver case for internal visual inspection and passed. The log was downloaded and reviewed. There was no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- additional. G3: date received by manufacturer - additional. G6: follow-up number - additional. H2: if follow-up, what type - additional. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.